Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: deformation on knob wire, forceps lever does not move smoothly; damage on protecting forceps wire, forceps lever does not move smoothly; the light guide lens was cracked; the switch in the flexible printed circuit; the circuit board unit in the suction connector; the scope cover, scope case, and cable unit were all found to be corroded; the distal end was shaved; and the adhesive around the objective lens had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii duodenvideoscope had a spring come out, preventing the clamp lift from opening. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, it was found the distal end had residual liquid and the adhesive around the light guide had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the foreign material remained due to improper reprocessing. This was most likely due to leakage caused by the crack on the plug unit resulting in loss of water tightness. However, the root cause of the events could not be determined. The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.